Event description:
It was reported that the device is making chirping noise and low battery message is displayed. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. However no part fault was found. The fse unplugged and re-plugged in both ends of power cord into unit and wall outlet ac power led lighted up on unit and it started charging. The fse completed the unit operational check with all tests passed. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device is making chirping noise and low battery message is displayed. There was reportedly no patient involvement.